Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1r542304, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. Review of images provided show enough evidence of confirmed impedance high and error codes displayed on rc. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed for the tined lead and confirmed that the event of impedance and error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient experienced a return of symptoms and a red light on their remote control. When the patient met with the local care team, the red light could not be cleared. When the local care team member connected with their clinical programmer, there was an error code present, and the patient had high impedance on all electrodes. Reprogramming attempts were unsuccessful. The patient wanted their device revised as it had been helping them greatly. Additionally, the patient had surgery to revise their neurostimulator and tined lead. The patient is doing well and is very happy with their results.